Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. The customer stated they were hospitalized for several days. Customer also reported experiencing several seizures, but was unsure of the cause of their seizures. The customer's date and blood glucose at the time of hospitalization was unknown. No additional information provided.